Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the device would not turn on. Upon inspection, fse tried to switch on the host pc, error occurs, and the host pc did not turn on. Fse reseated host pc, but it does not work. Fse suspected the issue with host pc c- mos battery. To resolve the issue fse replaced the host pc c- mos battery. After the replacement, the system returned to use in good working order.